Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is complete a final/supplemental report will be submitted. G2: foreign- japan. E1: telephone- (B)(6).

Event description:
It was reported that during incoming inspection the sterile barrier pouch is unsealing and manufacturer label is missing. Diligence is complete.